Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.5 cm. The cause of the reported event of helix mechanism issues was isolated to the helix being bent clogged with blood/tissue and overtorque of the inner coil. The reported events of increase capture threshold, low r-wave sensing, and low pacing lead impedance were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited decreased sensing, increased capture threshold, and low pacing impedance. The lead was attempted to be repositioned but the helix could not be retracted or extended. The lead was explanted and replaced; it appeared there was tissue lodged in the helix. The patient was in stable condition.